Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v004241, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that the device had not worked in two years. They were not interested in making an appointment. There were no further details. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient noted that it had never worked when it was on like the patient thought it should. The patient could not tell a difference if it was off or on. The patient noted it was the same with or without. The issue of the device not working in 2 years was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they didn¿t think the implant worked anymore. The patient noted that they should have had it taken out a long time ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.